Event description:
Complainant alleged that the clinicians were attempting to defibrillate a 92 year old male pt using a 1600 model device with the multi-function cable, but the device would not charge. In addition, the device screen displyed a dotted line and a "check electrodes" error message. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.